Event description:
The manufacturer received information alleging nausea related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 19, 2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged experiencing device will not turn on, burning /smoke/ electrical odor, device has strange odor, difficulty breathing/shortness of breath, nausea, headache, cough and not enough pressure related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. They confirmed the temperature was within the specifications. During the external investigation, manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance . During interior investigation, manufacturer found unknown debris in the tracks of the ui panel, notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress, unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. They also observed keratin like substance was observed around the blower box outlet, unknown dust/ dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination, mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They can confirm presence of contamination in the airpath. Section h6 has been updated in this report.